Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device jaws would not open while inside the patient. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Reportedly no anomalies were noted with the device during preparation for the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; z-bend deformed and dislodged.

Manufacturer narrative:
A visual examination of the returned device found that the jaws would not open properly as one of the pull-wires was deformed and dislodged from the jaw at the z-bend. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit could not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the jaws would not open. However, during evaluation it was determined that one of the pull-wires was deformed and dislodged from the jaw at the z-bend. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)